Event description:
Procedure type: lap. Excision of lesion of uterus. According to the reporter: when the device was inserted, before it reached membranes of the abdomen, the device slid. When the device was removed, it was found the fin was malformed and a part of tip of blue guard was chipped. Additional resection of tissue was required to retrieve the chipped piece. Used another device. No bleeding nothing fell into the patient cavity. No tissue damaged. Not extended more than 30mins. No patient injury was reported. No patient info available.

Manufacturer narrative:
Date of initial report sent: 08/26/2009.